Event description:
Boston scientific received information that the right atrial (ra) lead had dislodged. The ra lead had high pacing thresholds. The lead was replaced and surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.